Event description:
On b)(6) 2017, the reporter contacted lifescan (lfs) b)(4), alleging that her mother¿s onetouch ultra meter was reading inaccurately high, compared to a calibrated laboratory meter, and inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. It is not clear when the meter issue began but the reporter alleged that they obtained an inaccurately high blood glucose reading of ¿256 mg/dl¿ with the subject meter compared to ¿76 mg/dl¿ on a calibrated laboratory meter, performed within 10 minutes of each other, and that during the night on b)(6) 2017, he obtained results that were "high" but was unable to confirm the actual results. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The reporter stated that the patient does not take any diabetes medication, and made no changes her usual diabetes management regimen in response to the alleged meter issue. The reporter claimed that one hour after the meter issue began the patient developed symptoms of feeling ¿sleepy and tired¿, which she associated with having a low blood sugar. On b)(6) 2017, in response to the symptoms, the reporter alleged that the patient was treated at the hospital with a glucagon injection. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The products were requested back for evaluation and replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.